Event description:
It was reported the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. The device was explanted and replaced; a higher pressure balloon was implanted. No further patient complications were reported.